Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer had not yet addressed elevated bg. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.